Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in iliac vein. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.